Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1) establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the reported event was not confirmed. However, in addition to the foreign matter found adhered to the tip cover, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within the standard values due to wear of the angle wire; the adhesive on the bending section cover was chipped, cracked, and had a white clouded area; the suction connector was dirty due to water leakage; the adhesives around the objective lens and the light guide lens had white clouded areas; the plastic distal end cover had foreign objects; switch#4 was worn; and the connecting tube was scratched. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. There was no delay in the start of the precleaning but it is unclear if there were any abnormalities in the accessories used for reprocessing. It is unknown if the customer flushed wiped/brushed the distal end with clean lint-free cloths, brush, or sponges. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope displayed a defective image. There was no report of patient harm. The device was returned, evaluated, and a foreign matter was found adhered to the tip cover. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.